Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient called to report that his artificial urinary sphincter (aus) device had never worked. He states that his physician told him that the system was flat. He called to inquire what his options were as he wants to have the device removed but he is afraid of surgery because of the pandemic. Additionally, his doctor has retired. He states that he has a new urologist and patient liaison recommended that he speak with the new doctor about options.